Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire crossed the lesion, a 2.0mm x 150mm x 150cm coyote balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.